Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage on keypad traces. The device had minor scratched display window, cracked case at display window corners, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he locked himself out and the insulin pump was alarming button error. Customer's blood glucose was 120 mg/dl. Customer stated he was in the shower when he noticed the device was not responding anymore he had it on a shelf to the side that gets a little splashed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.